Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician "nicked" the right ventricular (rv) lead while tying down the sutures. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.